Event description:
Additional information received from the manufacturer's representative (rep) reported the replacement occurred on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n378529, implanted: (B)(6) 2014, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that, on (B)(6) 2015, she heard a click, felt a jolt, and then the implantable neurostimulator (ins) stopped working. The manufacturer representative reported that she was unable to get telemetry. The consumer also reported that the patient had an MRI and it worked after the MRI, but a few days later it stopped working. Overdischarge was suspected. The manufacturer representative used the antenna locate (al) feature to find the best position, but it was difficult to get a good al reading. The patient had gotten 3 coupling bars, and it was noted that the manufacturer representative would perform a physician mode recharge (pmr). Communication could not be established with the available external devices, and the patient was not feeling stimulation. Additional information received from the manufacturer representative reported that the clinician programmer displayed a message saying "battery warning (5) - neurostimulator batteries are depleted. Replace batteries now. Exit application." Additional information received reported that the clinician programmer was functioning fine; the patient's ins was in overdischarge since (B)(6) 2015 and the clinician programmer message was to replace the ins battery. It was noted that this was the third overdischarge. And the clinician programmer message was to replace the ins battery. During an attempt to clear the power on reset (por) message, the manufacturer representative reported seeing "battery warning (5) - neurostimulator batteries are depleted. Replace batteries now. Exit application." On the clinician programmer. The ins had reached end of service (eos), likely due to meeting the maximum number of overdischarges. The patient and the healthcare professional were advised that the ins would need to be surgically replaced. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.